Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient noted ongoing pain at the one year follow up visit. Subsequently, the pain was relieved with a steroid injection.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified that based on the crf report review this complaint was initiated. Patient underwent an initial right total knee arthroplasty surgery on (B)(6) 2018. 6-week and 6-month follow up visit notes show improvement in rom but he continued to feel start up pain/stiffness which gets better when he walks for a while. At 6 month follow up visit patient was instructed to take aleve (otc meds) twice a day. No further treatment or intervention was noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert for persona personalized knee system: pain and poor range motion are known adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42512100910 - articular surface medial congruent ¿ 64125785, 42530008301 - natural tibia trabecular metal ¿ 77007312, 42502807001 - femur trabecular metal cruciate retaining ¿ 63986495. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00180, 0001822565 - 2019 - 02501, 0001822565 - 2019 - 02503.

Event description:
It was reported that the patient underwent right total knee arthroplasty. At the six month follow up visit, the patient reported moderate pain and stiffness with decreased patient satisfaction. Attempts have been made, and no further information has bee provided.